Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated to ccc that controls were within range and no errors occurred at the time of event. The cause of the discordant, falsely elevated k result is unknown, as the sample resulted as expected upon repeat testing on the same instrument. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated potassium (k) result was obtained on one patient sample on a dimension exl with lm instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument, resulting lower. It is unknown if the corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated k result.